Event description:
After 24 hours of intra aortic balloon therapy, a balloon leak was detected via alarms. The intra aortic balloon was removed. No pt injury or further complications occurred. The pt is in stable condition. No further details are available.